Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that the left ventricular (lv) setscrew did not seat well in the cardiac resynchronization therapy defibrillator (crt-d). The physician attempted several times and could not get the setscrew to engage. The device was not used and a replacement crt-d was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.